Manufacturer narrative:
Device evaluation summary: this product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned, a supplemental report will be issued with the results of the evaluation. On 05/10/2013 safety alert notice c/r 3022472-5-07-2013-0001-c was issued to all customers to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.

Event description:
Customer reports that the blade tip was broken off. It is unknown when this was discovered, but no patient harm was reported.